Event description:
It was reported that the customer had an urgent care visit due to high blood glucose of 580mg/dl. It was stated that the insulin pump was acting strange for two weeks, and the sensors were reading up and down. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the mother to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and the test passed. Instructed the caller to remove the cannula and it was not bent or occluded. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.